Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 3.00 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage. Strut rows 1-5 on the proximal end of the stent were damaged, deformed and pushed distally 2mm from the distal end of the proximal markerband. The remainder of the stent was undamaged. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 3.00 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. A non-bsc guide extension catheter was then used but the synergy¿ stent still failed to cross the lesion. During removal, the stent struts were found to be lifted by the tip of the non-bsc guide extension catheter. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 3.00 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. A non-bsc guide extension catheter was then used but the synergy¿ stent still failed to cross the lesion. During removal, the stent struts were found to be lifted by the tip of the non-bsc guide extension catheter. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.